Event description:
We were finished with the ablation procedure and ready to transfer the patient from the operating table over to the cart. After placing a slider board and slider sheet underneath the patient, we pulled the patient over to the cart. Once the patient was on the cart (black carts that are convertible to chairs) the cart started tipping downward. The patient's head of the cart started to slant downward and the patient started to slide down head first. Someone yelled "the patient is going down!" We quickly grabbed the cart and lifted upward. We were able to level out the cart and transfer the patient back to recovery without harm. The slanting of the cart is a patient safety issue. It was unclear if the hydraulics were to blame or if the cart was top heavy. In any case, the cart should not be tipping over.